Manufacturer narrative:
UDI field (d4) concomitant product UDI for cuff is (B)(4). UDI field (d4) concomitant product UDI for balloon is (B)(4). UDI field (d4) concomitant product UDI for pump is (B)(4).

Event description:
It was reported that the patient with this artificial urinary sphincter experienced recurrence incontinence. A replacement surgery was performed in which the device was explanted and replaced. There were no further patient complications.